Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was not implanted if explanted, give date: not applicable, as lens was not implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a za9003 18.0 diopter intraocular lens, when being inserted into the eye, the haptic detached. The doctor changed the lens to another lens. There was no harm done to the patient. Follow-up confirmed that the doctor noticed that the back haptic fell out of the cartridge as front part of the lens already touched the patient's eye, partially delivered. Contact person noted that there was no part of the lens that got stuck in the cartridge. Doctor had to pull out the lens but no incision enlargement, no vitrectomy or sutures done. No other information was provided.

Manufacturer narrative:
Device returned for evaluation: yes, device returned to manufacturing on: 02/04/2019, device returned to manufacturer: yes. Device evaluation: the lens was received at the manufacturing site and revealed that one haptic was damaged and the other haptic detached, confirming the reported issue. Evidence of viscoelastic residue was detected. The detached haptic piece was not returned. The lens was observed with part of the lens edge (at the drill loop hole) broken. The reported issue was verified on the return. However, there is no evidence to suggest that the complaint lens has been affected by the manufacturing process. No product deficiency was identified. Manufacturing record review: the manufacturing records were evaluated and the devices were manufactured within specifications. A search revealed that no additional complaints were received from this production order. Labeling review: the labeling review was completed. The directions for use (dfu) adequately provide instructions, precautions, along with warnings for the proper use and handling of the product. Conclusion: as a result of the investigation the reported issue was verified. However, there is no evidence to suggest that the complaint lens has been affected by the manufacturing process. There is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.